Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error/training. Per the tandem user guide: insulin delivery has been stopped for more than 15 minutes. In this case, the resume pump alarm will be displayed on your pump.

Event description:
Reportedly, the resume pump alarm occurred. The customer acknowledged that they forgot to resume insulin delivery when they should have which led to their blood glucose (bg) going "high"; although specific value was not provided. Elevated bg was addressed by a manual insulin injection.